Event description:
It was reported that multiple batteries exhibited critical battery alarms, the controller exhibited an unexpected loss of power, and the ventricular assist device (vad) stopped. Upon review of the data files, additional batteries also exhibited communication errors, and the controller exhibited a frozen time stamp of year 2099. It was also noted that the alarms only occurred on port one of the controller and damage to the port was suspected. It was also suspected that the controller damage potentially damaged the batteries and controller ac adapters. The controller, batteries, and controller ac adapters were replaced and the vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 97714 pain stim ipg - implanted: (B)(6) 2017 ; additional products: brand name: heartware ventricular assist system ¿controller 2.0. Model #: 1420 / catalog #: 1420 / expiration date: 31-jan-2022/serial #: (B)(4), UDI #: (B)(4). Device available for evaluation?: no. Device evaluated?: no, device evaluation anticipated, but not yet begun. Mfg date: 15-jan-2021. Labeled for single use?: no. (B)(4) brand name: heartware ventricular assist system ¿ battery, model #: 1650de/ catalog #: 1650de / expiration date: 30-nov-2022 / serial #:(B)(4) UDI #: (B)(4). Device available for evaluation?: no. Device evaluated?: no, device evaluation anticipated, but not yet begun. Mfg date: 12-nov-2021. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de/ catalog #: 1650de / expiration date: 30-nov-2022 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation?: no. Device evaluated?: no, device evaluation anticipated, but not yet begun. Mfg date: 12-nov-2021. Labeled for single use?: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery. Model #: 1650de/ catalog #: 1650de / expiration date: 30-nov-2022 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation?: no. Device evaluated?: no, device evaluation anticipated, but not yet begun. Mfg date: 11-nov-2021. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery: model #: 1650de/ catalog #: 1650de / expiration date: 30-nov-2022 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation?: no. Device evaluated?: no, device evaluation anticipated, but not yet begun mfg date: 11-nov-2021. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de/ catalog #: 1650de / expiration date: 30-nov-2022 / serial #:(B)(4), UDI #: (B)(4). Device available for evaluation?: no. Device evaluated?: no, device evaluation anticipated, but not yet begun. Mfg date: 11-nov-2021 labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de/ catalog #: 1650de / expiration date: 30-nov-2022 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation?: no. Device evaluated?: no, device evaluation anticipated, but not yet begun. Mfg date: 12-nov-2021. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery. Model #: 1430us/ catalog #: 1430us / expiration date: 30-sep-2023 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated?: no, device evaluation anticipated, but not yet begun mfg date: 15-aug-2021. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery. Model #: 1430us/ catalog #: 1430us / expiration date: 30-sep-2023 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no, device evaluation anticipated, but not yet begun. Mfg date: 15-aug-2021 labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery. Model #: 1650de/ catalog #: 1650de / expiration date: 30-nov-2022 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. No, device evaluation anticipated, but not yet begun. Mfg date: 11-nov-2021. Labeled for single use?: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for correction. Correction sections: - h10. Addt manufacturer for MDR (corrected serial number from (B)(6) additional products: d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for correction. Corrected sections: - h10. Addt manufacturer for MDR: upon secondary review, it was noted that battery (B)(6) was listed twice in the event. The total number of associated devices related to this event is ten and the serial numbers are as follows: (B)(6). Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. An additional battery was identified during analysis and has been included in the additional products below. The event date was also updated. Product event summary: the pump (hw41446) and one (1) controller ac adapter (cac500558) were not returned for evaluation. One (1) controller (B)(6) six (6) batteries (B)(6) and one (1) controller ac adapter (cac500576) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries and controller ac adapter revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned controller revealed bent pins within power port 1. A power source was still able to connect to the power port 1 despite the bent pins; however, the connection was more difficult to make. Additionally, visual inspection of the controller revealed contamination within both power ports. Functional testing of the returned controller also revealed that the no power alarm did not sound when both power sources were disconnected from the controller. Supplemental testing revealed that one of the cells of the nimh battery was shorted. After the internal battery was replaced, the controller performed as intended. The observed power alarm no sound and shorted internal battery event is an additional finding not related to the reported event. The most likely root cause of the observed no power alarm no sound and shorted controller internal battery event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the data log file revealed multiple instances involving (B)(6) where the batteries' relative state of charge (rsoc) values were logged between 101-201, which are indicative of communication errors. Review of the alarm log file revealed multiple critical battery alarms due to communication errors involving (B)(6) . Review of the event log file revealed three (3) controller power-up events, with associated pump start events, logged on 19-nov-2022 at 19:58:55, 05-dec-2022 at 15:34:16, and 14-dec-2022 at 15:26:36. No anomalies were recorded leading up to the first two losses of power. A batteries' relative state of charge (rsoc) value logged between 101-201 involving (B)(6) , indicating a communication error, was observed leading up to the third loss of power. The controller was without power for 6 seconds, a maximum of 10 seconds, and 14 seconds, respectively. Additionally, review of the data log file revealed one data point recorded on 6-dec-2022 after 06:06:39 with the date/time stamp of 31-feb-99 at 00:00:00. No anomalies were observed on the connectors of the returned batteries and adapter. As a result, the reported damaged battery and adapter event could not be confirmed. The reported adapter damaged event involving cac500558 could not be confirmed as the unit was not available for analysis. The reported critical batter alarms, communication errors, invalid time stamp events, and loss of power event were confirmed; it is likely the loss of power is related to the reported vad stop event. All power sources were lubricated prior to release. Further investigation using a representative sample revealed that the reported incorrect timestamp event can be replicated when the controller is exposed to voltage spikes or noise caused when connecting a battery to the controller, resulting in a temporary loss of communication between the real time clock circuit and the user interface circuit (uic). The uic is responsible for operation of the controller, including recording data in the controller log files. Therefore, the loss of communication caused the controller to record an invalid date and/or time in the data log file. Based on the available information, the most likely root cause of the reported incorrect time stamp event can be attributed to a voltage spike or noise caused when connecting a battery to the controller. Applicable risk documentation and experience with events of similar circumstances were considered; possible causes of the reported damaged adapter event involving cac500558 can be attributed, but not limited, to wear and/or the handling of the device. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and batteries. Possible root causes of the communication errors can be attributed to the controller not receiving responses from the batteries, the packet error checking method detecting bit errors, and/or momentary disconnections on the communication pins of the controller, potentially due to controller port contamination and bent pins. The most likely root cause of the observed controller port contamination event can be attributed to the handling of the device. Based on an investigation conducted under CAPA pr00384004, the root cause of bent socket pins within the power port connector is attributed to misalignment during connection attempts between the metal receptacles on the controllers and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controllers. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Additional products: controller 2.0 (B)(6) d9: yes, return date: 20-dec-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g02002, g04034, g0403401 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c020701, c15, c0706, c04, c02 h6: FDA conclusion code(s): d02, d11, d15, d01 battery (B)(6) d9: yes, return date: 20-dec-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 battery (B)(6) d9: yes, return date: 20-dec-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 battery (B)(6) d9: yes, return date: 20-dec-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 battery (B)(6) d9: yes, return date: 20-dec-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 battery (B)(6) d9: yes, return date: 20-dec-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 controller ac adapter cac500558 d9: yes, return date: 20-dec-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b17, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 controller ac adapter cac500576 d9: yes, return date: 20-dec-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 battery (B)(6) d9: yes, return date: 20-dec-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-nov-2022 / serial #: (B)(6) UDI #: (B)(4) d9: no h3: yes h4: mfg date: 11-nov-2021 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b17, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.